Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue with the connection. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform a failure analysis. The iesu was analyzed and failure analysis could not reproduce the reported issue. The unit energized and cauterized all ports and recognized instruments. Error log confirms potential errors reading instruments (m-35) and neutral issues (m-0b). The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer was getting an error message shortly after firing monopolar energy to the scissors instrument. The message stated that the neutral grounding pad needed to be connected. The customer stated that they replaced the grounding pad already. The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through a hard power cycle of the integrated electrosurgical unit (iesu). The tse advised that if the hard power cycle would not resolve the issue, the customer should replace the green monopolar energy cord. The surgeon was not able to test the iesu further at the time of the call because they went to work on another part of the patient's anatomy. The customer stated that the staff had a backup energy source if needed, to complete the case. The procedure was completed with no reports of patient injury.